Event description:
The customer reported that after a pt acquisition completed and the original reconstruction completed, the radiologist reconstructed the data a second time and the table position of the same anatomy of the two reconstructions were different. The table position was 180 for the anatomy from the first reconstruction, and 185 for the same anatomy of the second reconstruction. Philips service confirmed that there was no harm to the pt or operator.

Manufacturer narrative:
(B)(4). The customer at (B)(6) reported that after a patient acquisition completed and the original reconstruction completed, the radiologist reconstructed the data a second time and the table position of the same anatomy of the two reconstructions were different. The table position was 180 for the anatomy from the first reconstruction and 185 for the same anatomy of the second reconstruction. Philips service confirmed that there was no harm to the patient or operator. There was no rescan that resulted as a result of this reported event. Images were provided for engineering evaluation. The review of the dicom images that were provided shows that the starting anatomy and ending anatomy is not the same hence the starting position would have been different. The customer can always perform retrospective offline reconstructions to align the start positions without having to re-scan the patient. It was determined that this was caused by user error and there was no system malfunction. CT engineering determined that this issue is not likely to cause death or serious injury if it were to recur. The customer has the ability to perform retrospective offline reconstructions to align the start positions without having to re-scan the patient. It was determined that this was caused by user error. The reported issue was a onetime occurrence and was reported to have not occurred since this reported complaint. The probable root cause was determined to be caused by user error based upon the information provided. There was no system malfunction.

Manufacturer narrative:
(B)(4). The customer at (B)(6) reported that after a patient acquisition completed and the original reconstruction completed, the radiologist reconstructed the data a second time and the table position of the same anatomy of the two reconstructions were different. The table position was 180 for the anatomy from the first reconstruction and 185 for the same anatomy of the second reconstruction. Philips service confirmed that there was no harm to the patient or operator. There was no rescan that resulted as a result of this reported event. Images were provided for engineering evaluation. The review of the dicom images that were provided shows that the starting anatomy and ending anatomy is not the same hence the starting position would have been different. The customer can always perform retrospective offline reconstructions to align the start positions without having to re-scan the patient. It was determined that this was caused by user error and there was no system malfunction. CT engineering determined that this issue is not likely to cause death or serious injury if it were to recur. The customer has the ability to perform retrospective offline reconstructions to align the start positions without having to re-scan the patient. It was determined that this was caused by user error. The reported issue was a onetime occurrence and was reported to have not occurred since this reported complaint. The probable root cause was determined to be caused by user error based upon the information provided. There was no system malfunction.

Manufacturer narrative:
We have not completed our investigation of this event (B)(4). We will file a follow-up MDR at the completion of this investigation. (B)(4).